Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was exhibiting error 1320 and upstream occlusion alarms. No additional information is available at this time. No adverse patient effects were reported.